Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory also indicated oversensing associated with the right ventricular lead, the right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was below the expected lower range, and there was oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) had triggered for the right ventricular (rv) lead due to high rate non-sustained episodes and sensing integrity counter (sic). It was noted that the hrns episodes show what appears to be a little bit of noise right after the emg (electrogram) comes on and right in the middle of the fast intervals. There was also a single low pacing impedance measurement on the rv bipolar trend. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.